Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's son in law reported via phone call that his mother in law experienced hyperglycemia. Customer's blood glucose level was 518 mg/dl. Customer's son in law of stated that he had a trouble while setting up her infusion set. Customer tried to set up infusion set since last night and was not able to do it successfully. As per troubleshooting done on tubing and reservoir, there seems to be an occlusion on it. Customer was advised to use a new infusion set and reservoir. Customer was helped with set up the infusion set to brought her high blood sugar down. Customer's son in law was advised to observe customer if her blood glucose still not came down then bring her to the emergency room to receive treatment and he may ask the doctors there for instructions on how to use syringes for cases like this. Customer's son in law declined troubleshooting as he wanted to get the insulin delivered to help fix her blood glucose. Insulin pump will not be returned for analysis.